Manufacturer narrative:
A1 - a6, b5 - b7: updated. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer reported that an error code 41625 occurred. The customer reported issue was replicated during powering on. The cause of the reported issue was an electrical short on the main board. The reported issue was resolved by replacing the main board. Device passed all functional and delivery tests after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
There was no patient involvement, and no patient harm/adverse event reported.

Event description:
It was reported that the pump displayed error code 41625. Patient involvement is unknown.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.